Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred due to faulty camera head unit. The cause of the faulty camera head unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was found confirmed. The error code e322 had occurred due to the defective camera head units. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was displaying an e322 error code while used with a visera 4k uhd camera control unit during procedure preparation. According to the initial reporter, he then attempted a second 4k autoclavable camera head and it worked at first, then later showed the same error again. Reportedly, not both camera heads are now out of order. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This is report 1 of 3. This report is being submitted to capture the visera 4k uhd camera control unit. For information concerning the two 4k camera control units, please see reports with patient identifiers: (B)(6).